Event description:
A surgeon reported seeing a scratch on an intraocular lens (iol) prior to implantation. There was no patient contact.

Manufacturer narrative:
The product was returned for analysis and showed signs of handling. The optic had loose particulate-rejectable and light scratches-acceptable. The optic also had an imbed-rejectable located near the optic center. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. In addition, the micro marks observed when using alternate microscopic inspection methods have previously been investigated and do not have any negative effect on visual acuity. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number.